Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5154926.

Event description:
Voluntary medwatch received states that patient's right ventricular (rv) lead exhibited impedance problem. The patient status was unknown.